Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps elevator wire had a cut with a bent part. This damage was due to mechanical or chemical stress applied by repeated use over time or due to a different handling issue. Upon further inspection, foreign material was observed on the forceps elevator and foreign material was clogging the nozzle. As a result of the clogged nozzle, water removability did not meet the standard value. These findings were due to insufficient cleaning or handling of the scope. It was observed that the adhesive of the bending section cover was deteriorated and separated on the thread-wound sections due to a handling issue. It was also observed that the bending cover had damage due to a handling issue. It was observed that the insertion tube had buckling and peeling of the coating due to handling. It was also observed that the connecting tube had a wrinkle due to chemical stress. It was observed that the suction cylinder was shaved with a cleaning brush due to handling. A scratch was observed on the: scope connector cover, universal cord and on the scope connector due to handling. Discoloration was observed on the knob in all directions due to chemical stress caused by handling. It was also observed that the play of the knob in all directions did not meet the standard value due to wear of the angle wire. Lastly, it was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii ultrasonic bronchofibervideoscope forceps elevator wire was completely cut off. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, foreign material was observed on the forceps elevator and the nozzle was clogged with foreign material which, are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter could not be identified. Due to the nonconformity that occurred with the device, the instructions for use (IFU) recommended reprocessing procedure was not completely implemented, leaving foreign matter on and around the forceps base. Additionally, it is speculated that the wire was cut due to fatigue fracture of repeated forceps raising operations, and the forceps raising wire was raised due to repeated brushing and cleaning around the forceps raising base and attachment and detachment of the tip cover. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the IFU which state: if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. -IFU(operation manual) inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. The event can be reduced by following the IFU which state: cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. Preparation and inspection - attaching the distal cover olympus will continue to monitor field performance for this device.